Event description:
It was reported that approximately four months after implantation of a vena cava filter, CT imaging demonstrated some crossed filter legs. The filter was successfully retrieved. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). The file did receive some patient details and an additional attempt was made with international representative regarding patient information missing from the file. The international representative advised that (B)(6) has a privacy laws that prohibits the transfer of patient data. Therefore, the remaining patient details are unobtainable.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The filter was returned and all measurements me all the required specifications. The complaint investigation is inconclusive, as images were not provided for review. Based upon the available information, the definitive root cause is unk. It is unk if pt or procedural factors contributed to the reported event.